Event description:
The customer reported "Pump is displaying incorrect amount of insulin". There was no reported adverse impact to the customer. The customer declined troubleshooting from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.